Event description:
Information was received indicating that the cadd administration sets - flow stop was leaking at the filter. It was reported that the pump displayed an alarm for an occlusion. The client had used a plastic bag to cover the filter section. There were no adverse events reported.

Manufacturer narrative:
Other, other text: one unit was returned for evaluation and occlusion was found at the spike. The complaint was confirmed. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.